Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site was unable to navigate and that the images would not transfer from the imaging system to the navigation system. The site then reported that after manually pushing the image to the navigation system, they could not navigate with the navigation system frame. Troubleshooting was performed by removing and re-adding the frame from the tool card, but the issue was unresolved. A re-spin resolved the issue. The length of the surgical delay was less than 1 hour. There was no impact on the patient outcome.

Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A0709 applies to unable to navigate. They could not navigate with the navigation system air frame a13 applies to images would not transfer from the imaging system to the navigation system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.